Manufacturer narrative:
Added information to section d4 (serial number, expiration date), h4, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) and h10. H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including pseudo bicuspid aortic valve with a long non-coronary cusp. Furthermore, as per the surgeons, this new onset of pvl may have been caused by the extra sutures to close the gap.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it is under infection control. Four images were reviewed. Customer report of perivalvular leak was unable to be confirmed through image evaluation. Images showed different views from an explanted valve. What appeared to be host tissue overgrowth was visible on the frame and stent of the valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in united kingdom, a 8300ab27 valve was explanted from the aortic position after an implant duration of twenty-eight (28) days due to paravalvular leak (pvl). Reportedly, during the implant of the subject device and before decannulation, perivalvular leak (pvl) was confirmed on an intra-operative echo. As reported, a gap was observed at the area of left non-coronary cusp (ncc) upon reopening the aorta which was solved intraoperatively with 3 sutures. This 75-year-old patient had a pseudo bicuspid aortic valve with a long non-coronary cusp (ncc). No pvl was detected on next follow-up echo. Patient was in stable condition and doing well after the initial surgery. However, new onset of minimal pvl on the right ncc (the opposite area of the original pvl) was observed on the following follow-up echo. Reportedly, this new pvl had worsened in the last echo, and it was decided to explant the device. As per the surgeon's, this new onset of pvl may have been caused by the extra sutures to close the gap. As reported, at the time of explant the intuity valve appeared to be as expected with no indents noticed in the frame. Another 29mm bioprosthetic valve was successfully implanted in replacement with no reported complications.

Manufacturer narrative:
Added information to section b5. The supplemental is being filed due to new information received. The investigation results were already submitted in the previous MDR.

Event description:
As reported by the edwards lifesciences affiliate in united kingdom, edwards received notification that this 8300ab27 valve was explanted from the aortic position after an implant duration of twenty-eight (28) days due to paravalvular leak (pvl). Reportedly, during the implant of the subject device and before decannulation, perivalvular leak (pvl) was confirmed on an intra-operative echo. As reported, a gap was observed at the area of left non-coronary cusp (ncc) upon reopening the aorta which was solved intraoperatively with 3 sutures. This 75-year-old patient had a pseudo bicuspid aortic valve with a long non-coronary cusp (ncc). No pvl was detected on next follow-up echo. Patient was in stable condition and doing well after the initial surgery. However, new onset of minimal pvl on the right ncc (the opposite area of the original pvl) was observed on the following follow-up echo. Reportedly, this new pvl had worsened in the last echo, and it was decided to explant the device. As per the surgeon's, this new onset of pvl may have been caused by the extra sutures to close the gap. As reported, at the time of explant the intuity valve appeared to be as expected with no indents noticed in the frame. Another 29mm bioprosthetic valve was successfully implanted in replacement with no reported complications. Unfortunately, patient passed away due to multi-organ failure after an implant duration of two (2) months and (2) two days. The magna ease was not thought to be implicated in patient's death. As reported, patient had been readmitted some weeks before and was noted to be very unwell.